Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an error alarm. Blood glucose level at the time of the incident was 416 mg/dl. Customer stated that frequent urination, sweating, and loss of focus were symptoms of the high blood glucose level. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed due to faulty remote frequency board. The insulin pump received with cracked case at display window corner, cracked battery tube threads, minor scratched display window and bleeding lcd glass.